Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophageal anatomy during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023 during the procedure, the balloon would not fully inflate and began to deflate on its own. It was noted that the balloon popped. They were able to remove the balloon and the procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).